Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The model number was provided. The rechargeable battery went "dead" and it wouldn't recharger any longer. There were no changes to anything that would've led to the problems with the recharger. The patient had a replacement surgery done and switched to a non-rechargeable one. The issue was resolved. The patient noted that it took almost two and a half hours to recharge, which took up a lot of their time and that they would never have another one. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated that they considered the battery depletion to be abnormal. They were told the battery would last a long time, but within 3 years it went dead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.